Manufacturer narrative:
On november 26, 2021, device re-evaluation was completed and verbiage was updated as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and infection are known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: device was evaluated. However, re-evaluation is in progress due to left side rupture and right side wound infection reported. A supplemental report will be submitted upon completion of investigation. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right wound infection, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) ear-old female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade unknown postoperatively. As a result, the devices were explanted on (B)(6) 2018. On september 16, 2021, mentor became aware that patient also experienced left side rupture, and right side wound infection in addition to bilateral capsular contracture; baker grade unknown. This medwatch report is for the patient¿s right-sided device.